Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate low issue with her one touch ultra2 meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 12 pm. At home she obtained a glucose result of '100 mg/dl' on the subject meter and '400 mg/dl' on the doctor's meter, done greater than 30 minutes apart of each other. The patient stated that earlier readings for the same day had been of '90 and 80 mg/dl' on the subject meter. She stated that she tests her glucose 7x/day and manages her diabetes with humalog (50u/3x/day) and lantus (55u/day) insulin (fixed dose) and due to the alleged issue she denied making any changes to her usual diabetes treatment. She informed this mss that she felt 'well' at home, got to her appointment at 1 pm, and after a while there the patient claimed she felt 'shaky, nervous and vomiting', which she associated to a hyperglycemic state. The patient reported the office staff 'immediately' tested her glucose with their office meter and obtained the result mentioned earlier of '400 mg/dl'. She denied receiving any form of medical treatment in response to her symptoms. The patient stated that they asked her to go home and monitor it. She reported going home and drinking lots of water and after a while she reported 'feeling better', but could not recall results obtained once back at home. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and an appropriate sample site. It was also noted the patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.